Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Patient was under 2 years old, which is off-label usage of the device. On 06/05/2024, it was reported that the pediatric patient was at the hospital for regular check when incident occurred, the patient lost consciousness and was pale and had cold sweat. They took a bg reading which was 34 mg/dl and the cgm reading was 97 mg/dl. They treated the patient with 120 ml apple juice through peg (percutaneous endoscopic gastrostomy, direct artificial feeding). At the hospital they also measured the ketone levels but there was no value reported. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.